Manufacturer narrative:
Unique device identifier (UDI) number: (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) leading to incomplete coaptation appears to be related to patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. The patient effects of dyspnea and worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2012 to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet flail and a large leaflet gap. Three clips ((B)(4)) were implanted and the mr was reduced to 2. It was noted that there was visualization difficulties due to the implanted clips. On (B)(6) 2015, the patient was admitted to hospital with dyspnea. On (B)(6) 2015, echocardiogram showed an mr grade of 4 and the central clip (cds lot number unknown)detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One clip was implanted for treatment and the mr was reduced to 2. The physician believes that the slda was due to bad valve morphology. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.